Manufacturer narrative:
(B)(4). Date sent 3/24/2026. D4 batch #714d90. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received fully fired. Also, an applicator with butressing was received betweeen the jaws of the device. In addition, a tyvek and buttressing packaging were received along with the sample. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced before of lockout. The test battery was inserted and the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 714d90, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? No. 2. If yes, what steps were taken to open the jaws. Na. 3. If the jaws could not be opened, how was the device removed. Na. 4. Did the jaws eventually open? Unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided. Therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the jaws on the device would not open when they clamped the staple line reinforcement trying to adhere it. A replacement product was opened and the surgery continued. The device was not used on the patient. The cartridge color was gold. There were no adverse consequences to the patient. No additional information was provided.